Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, with it been stable and all other measurements within limits so lead calcification is suspected. Technical services (ts) reviewed stored episodes and discussed therapy delivery for the device. A defibrillation threshold test (dft) was performed tp confirm impedance shock measurement and therapy effectiveness. This rv lead remains remains in service. No adverse patient effects were reported.